Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the second catheter that was used during the procedure was kinked making it difficult to remove the sheath and cut it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, there was difficulty obtaining good pacing placement. Because of this, multiple placement attempts were made using a catheter causing the sheath to become and kinked and was not able to be used. A different catheter was used and the lead was successfully placed. However, the sheath became stuck while slitting the sheath and the lead dislodged. Another catheter was used and the lead was placed again and was successfully implanted. No patient complications have been reported as a result of this event.